Event description:
The external pulse generator was returned repair of a cracked case. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment the upper/lower cases were cracked and contaminated. Analysis also found that the battery release, lead flex cover, battery drawer and main printed circuit board were contaminated. The keyboard window was clouded and the display was corroded.